Event description:
It was reported that the right ventricular lead exhibited a capture anomaly. On (B)(6) 2025, the lead was capped and replaced. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".